Manufacturer narrative:
Device 2 of 5. Complainant state/province: (B)(6). Complainant country: based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by end user that five wafers with starter hole were off centered. The product was not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.